Manufacturer narrative:
Patient data file review found the driver was powered on on the date of the event. Initially the beat rate was 0 bpm, then beat rate was changed to 40 bpm, and it was at this time a system malfunction alarm was observed. Another system malfunction alarm was triggered six minutes later. The alarm fault code that indicates the key switch on the driver is improperly turned was observed in teh device histpry file. Visual inspection found damage to the power management board. This is unrelated to the complaint. In an attempt to reproduce the customer reported issue, testing was performed at customer settings as described. The driver ran at 0 bpm for a similar length of time, then, the beat rate was changed from 0 bpm to 40 bpm. No system malfunction alarms were observed. This sequence was repeated two more times with the same results. The driver was power cycled five times with the key switch properly turned, and no system malfunction alarms were observed. Because the key switch was functioning as intended, testing was done to reproduce the customer reported event in the event that the key was "jostled." With the driver running, the key was slowly turned approximately a quarter of the way to the off position. The key returned to the on position after releasing the key. A system malfunction alarm was observed. This test was repeated five times with the same results. Given these results, the system malfunction alarm could only be reproduced with manipulation of the key in the key switch and no malfunction of the driver was observed. Patient file review found two system malfunction alarms, confirming the customer reported issue. Testing under customer conditions was performed and key switch manipulation while the driver was operating produced a system malfunction alarm, replicating the reported issue. The root cause of the customer-reported issue is likely attributed to the key in the key switch accidentally being partially turned or "jostled" while the driver was in use. Proper use as defined in product instructions for use instructs the user to remove the key while the driver is in use and store in a known, designated location. Key switch manipulation while the driver is operating is improper use; improper use will trigger a system error and subsequent alarm. No device malfunction occurred. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5362 (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The patient was switched to a backup driver and there was no reported adverse patient impact.